Event description:
During a discectomy, a mircro disc space punch was being used to remove disc material. Tip of the equipment broke off. Neurosurgeon was able to retrieve the piece. X-ray was done to assure no residual pieces of equipment. No obvious residual noted on the x-ray. Patient was discharged home the day following the procedure.